Event description:
It was reported that the patient had previously heard an alarm from the implantable cardioverter defibrillator (ICD) and presented to the clinic, which indicated a lead integrity alert (lia) had triggered. It was noted the patient wore medicalert necklace, which had been under suspicion, and the clinic and physician presumed the lia was due to electromagnetic interference and the right ventricular (rv) lead and ICD continued use. A few months later, a remote transmission showed an increased sensing integrity counter (sic) and the patient presented for a device check, in which the rv lead testing was good. A month following, a remote transmission showed noise on the nearfield electrogram (egm), short v-v intervals with non-sustained ventricular tachycardia episodes and a rv lead fracture was then suspected. The rv lead will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.